Event description:
Pt reported that yesterday when they switched to their new device, changed their insulin cartridge/infusion set tubing, and primed, they noticed that the insulin had leaked into the device's insulin cartridge chamber. Pt dried device and continued to use it. On the day of the report, the pt experienced high blood glucose results (results ="hi" and 500 mg/dl), and they noticed more insulin leakage inside the device. No error were generated by the device. Pt self-treated high blood glucose by delivering insulin via pen.